Event description:
It was reported that this implantable pacemaker was unable to be interrogated. A call was performed to reach the consult group, but the call was dropped. No adverse patient effects were reported.